Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the delta extend glenosphere rotation guide was being used for the eccentric glenosphere and the plastic tip broke off. There was no issue with the glenosphere going down and in the correct orientation. All pieces were accounted for. The other issue was the blue screw driver for the glenoid pin guide in the delta extend was not functioning properly and the guide was slipping off. Surgeon used the black screw driver handle from the apg+ tray and the case was not affected by the issue. None of the instrument issues affected the case.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : examination of the returned photograph confirms the reported breakage. The noted damage is consistent with material overload through the use of excessive force and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.